Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -10.5/1.5/093 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to low vault without rotation. On (B)(6) 2023 a replacement lens of longer length was implanted. Reportedly, "the second lens is placed in an oblique position." The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Device code 1494: off-label use (under 21yrs of age at date of implant). Claim #(B)(4).